Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unknown intravenous antibiotics for the peritonitis event. On an unreported date the pd catheter was ¿pulled¿ and the patient started hemodialysis (hd). The patient was discharged ten days after admission. At the time of this report, the patient was recovered from the peritonitis event and hd remains ongoing. No additional information is available.